Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Corrosion between neck and stem junction resulting in elevated metal ions in bloodstream. Removed all implants replaced with dupuy products. This the second revision. The last one was (B)(6) 2013 at (B)(6).